Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: c154dwk ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds and was turned off at some point during device follow up. The lead was partially explanted and was not replaced during a routine device change out procedure. No patient complications have been reported as a result of this event.